Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The nurse twisted the needle out and it broke off. A CT scan was done which showed 2cm of the needle remained in tibial tuberosity and was not in the inter-medullary space. A cut down was performed but the needle was not retrieved. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). Lot number was not reported which does not allow for a DHR review. The sample is not available to be returned for investigation purposes. Probable cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. No further action required.

Event description:
The nurse twisted the needle out and it broke off. A CT scan was done which showed 2cm of the needle remained in tibial tuberosity and was not in the inter-medullary space. A cut down was performed but the needle was not retrieved. The patient's condition is unknown at this time.